Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding a knee revision involving an unknown stryker devices was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: "x-ray printouts available for review include an undated ap of the pelvis and lateral of the left hip demonstrating an osteoarthritic left hip. An additional ap of the pelvis, two laterals and two ap's of the left, undated, demonstrate an uncemented left total hip arthroplasty with one screw in the acetabulum. The stem is in nominal position and the hip is reduced. The acetabulum has 2mm to 3mm lucencies in all three zones and appears in excessive anteversion and vertical position. Additional multiple undated views of the left hip and distal femur demonstrate a long-stem restoration modular femoral component, reduced, with the stem appearing subsided with a larger acetabular shell with two screws. A protrusio acetabulum is noted." "No examination of the explanted components and no labeled immediate post-operative x­ rays to determine the original position of the primary acetabular component are available for review. No determination can be made from the available clinical records regarding the cause of the apparent failure of firm biologic acetabular fixation resulting in revision surgery five years post-implantation. The patient's smoking habit may have been contributory. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported alleged "subsided stem" was confirmed. However, a root cause could not be determined per the medical review by the consulting clinician indicating "x-ray printouts available for review include an undated ap of the pelvis and lateral of the left hip demonstrating an osteoarthritic left hip. Additional multiple undated views of the left hip and distal femur demonstrate a long-stem restoration modular femoral component, reduced, with the stem appearing subsided with a larger acetabular shell with two screws. A protrusio acetabulum is noted." "No examination of the explanted components and no labeled immediate post-operative x­ rays to determine the original position of the primary acetabular component are available for review. No determination can be made from the available clinical records regarding the cause of the apparent failure of firm biologic acetabular fixation resulting in revision surgery five years post-implantation. The patient's smoking habit may have been contributory. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." If additional information and/or device become available, this investigation will be reopened.

Event description:
A review of the medical records by the clinician indicated "x-ray printouts available for review include an undated ap of the pelvis and lateral of the left hip demonstrating an osteoarthritic left hip. Additional multiple undated views of the left hip and distal femur demonstrate a long-stem restoration modular femoral component, reduced, with the stem appearing subsided with a larger acetabular shell with two screws. A protrusio acetabular is noted."